Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia with a blood glucose value of 25 mmol/l at the time of the event. The customer was treated with the insulin pump. Troubleshooting was performed and found that the customer got assistance with the pump programming. It was also found that the auto mode feature was not active at the time of the event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.